Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/1/2021. H.6. Investigation: to aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. The sample was tested in accordance with the leakage method and the sample did not reveal any negative results from the testing. As a lot number was unknown for this incident, a review of the production history for the applicable lot could not be performed. At this time, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that connecta plus3 white was cracked. The following information was provided by the initial reporter: good morning, the surgical resuscitation department has informed us of a crack type incident that occurred on a 3-way valve, a priori connecta. The tap was used to administer norepinephrine and was located in a ramp protector whose foam was completely soaked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that connecta plus3 white was cracked. The following information was provided by the initial reporter: good morning, the surgical resuscitation department has informed us of a crack type incident that occurred on a 3-way valve, a priori connecta. The tap was used to administer norepinephrine and was located in a ramp protector whose foam was completely soaked.